Manufacturer narrative:
Findings: unit received with reservoir tube lip completely broken off, reservoir does not stay locked in. Unit received missing reservoir tube o-ring, cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.

Event description:
A customer reported via phone call indicating physical damage in the reservoir compartment on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.